Event description:
Patient inadvertently unlocked the brakes on stretcher as he tried to exit the stretcher, resulting in fall. On review, the front and rear brakes are unlocked when either the front or rear brake pedal is pushed. The rear brake pedal is angled such that "unlock" is closest to the patient, making it relatively easy for an unassisted patient to accidently unlock the stretcher when he/she swings legs over the side. Manufacturer response (as per reporter) for stretcher, wheeled, hausted gemini brakes were inspected by vendor - are working as expected.

Event description:
Patient inadvertently unlocked the brakes on stretcher as he tried to exit the stretcher, resulting in fall. On review, the front and rear brakes are unlocked when either the front or rear brake pedal is pushed. The rear brake pedal is angled such that "unlock" is closest to the patient, making it relatively easy for an unassisted patient to accidently unlock the stretcher when he/she swings legs over the side. Manufacturer response (as per reporter) for stretcher, wheeled, hausted gemini brakes were inspected by vendor - are working as expected.